Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that only after approximately three months had passed, the battery life remaining in the implantable device had decreased from fifteen years to 7.5 years. Tech services noted the device had high rate atrial sensing at an average rate of 335 beats per minute. Atrial tachycardia response (atr) episodes caused by the patient's atrial fibrillation lead the right ventricular (rv) pacing to increase to over seventy percent. The combination of the high rate atrial sensing and the increased rv pacing with its high output settings caused an increase in power consumption and the decrease in longevity seen. These new conditions caused the power consumption to increase from 33 microwatts to 60 microwatts. There were no additional patient issues reported.